Event description:
It was reported that a patient underwent an incisional hernia repair procedure on an unknown date and mesh was implanted. The patient returned to the clinic because colorectal carcinoma was diagnosed and the patient underwent a colorectal surgery. During this procedure, the surgeon discovered that the mesh was not grown in at all. The mesh was removed and replaced with another mesh. The patient is recovering from the hernia repair.

Manufacturer narrative:
(B)(4) - mesh not incorporated. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.